Manufacturer narrative:
Additional information: d4, h4, h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: suspected lot numbers ebysep27 or ebysep28. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed abscess wherein suprafilm was applied. Two days prior to the event onset, the patient underwent a laparoscopic distal gastrectomy procedure for stomach cancer; wherein, seprafilm was applied between the remnant stomach and the liver. The following night the patient developed a ¿high fever.¿ the next day a computed tomography scan (CT scan) was performed, and the abscess was observed. On an unknown date the patient underwent a lavage and drainage as medical intervention for the abscess. Thirteen days after the event onset, the patient recovered and was discharged from the hospital. No further information was available at the time of this report.